Event description:
It was reported that during a da vinci-assisted surgical procedure, the wrist of a force bipolar instrument became stuck at the bottom of the trocar while inside the patient. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the force bipolar to perform failure analysis (fa). The instrument was found to have a broken main tube approximately 48.32 mm from the distal tip. The main tube was found to be broken, and pieces were missing. The break extended from the distal end to the middle part of the instrument. Components adjacent to this broken main tube do not show damage. The probable root cause is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments. Excessive side loading on the instrument can also cause the main tube wall to collapse inwards leading to cracking and subsequent breakage.